Event description:
FDA (B)(4) district reported a consumer contact with a complaint on chipped, cracked and broken teeth after using the toothbrush. No corresponding consumer contact has been received by the company.

Manufacturer narrative:
Independent dental experts have concluded that the spinbrush toothbrush does not exert sufficient force to cause a tooth to chip or break, veneers to be removed, or caps/crowns to be dislodged; underlying dental pathology or poor dental practices are responsible. Device not returned to manufacturer.